Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to lack of receipt of relevant medical records and/or imaging. Several attempts were made and denied for medical records as no response was received and patient authorization is needed for medical imaging. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 2 months post initial procedure, during a follow up computerized tomography, a type iiia endoleak was discovered. The patient was stable and well. Successful re-intervention was completed with implant of an afx vela infrarenal. There was no type iiia endoleak observed on post angiogram. Patient was reported to be doing well.